Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e4, h4. The device was returned to olympus for inspection, and the reported failure of a chipped and damaged probe balloon holder was confirmed. Based on the results of the investigation, a definitive cause for the chipped and damaged probe balloon holder could not be identified. Should additional relevant information become available, an additional supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the bronchofibervideoscope's balloon holder came off. The issue occurred during the reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.